Event description:
It was reported the following aortic valvuloplasty, the outer catheter detached at the proximal bond during retraction of the balloon catheter into the introducer sheath. The wire lumen and the balloon did not detach. The balloon was surgically removed from the pt; however, there was no reported adverse pt outcome.

Manufacturer narrative:
A mfg review was conducted. The lot met all release criteria. This is the only complaint reported for this failure mode to date for corporate lot number pln00778. The investigation is confirmed for a break at the proximal balloon bond. The instructions for use lits applicable complications and/or provide applicable warnings, precautions or use instructions.